Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 600 mg/dl, low carbon dioxide level and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, the customer reverted to an alternate method of insulin therapy.